Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: sion blue, guide catheter: hyperion 6f al1sh, stent: bmx-j 3.5x14mm. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an eccentric long lesion located in the proximal right coronary artery (rca) that was non-tortuous, non-calcified and 90% re-stenosed. Pre-dilatation was performed twice to the rca ostia (non-stenting vessel) with a nc trek balloon dilatation catheter. Then a 3.5 x 14 mm non-abbott stent was implanted to the rca ostia when it was noted a proximal stent strut came out to aorta. Post-dilatation was performed with the 4.0 x 8 mm nc trek balloon dilatation catheter but the balloon ruptured during the first inflation at 22 atmospheres. The physician believes that the balloon rupture was due to the interaction with the stent strut from the previously implanted stent. During removal, resistance was met with the implanted stent so the device was removed with force. The shaft was pulled into the sheath and the distal part of the device was removed from the anatomy by hand. Upon removal, the shaft was noted to be stretched. It was reported that the device was prepped inside the anatomy. There were no reported adverse patient effects or clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). (B)(4). Evaluation summary: visual and functional analysis were performed on the returned device. The reported stretched shaft was confirmed; however, the reported balloon rupture was not confirmed. The difficulty to remove from the stent could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It was reported that the balloon was used for post-dilation and was inflated to 22 atmospheres (atm). It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). It was reported that the device was prepared inside of the patient anatomy. Per the IFU the preparation for use section states: caution: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. Additionally, it was reported that the bdc was removed by force. The IFU warning section states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. The investigation was unable to determine a conclusive cause for the reported balloon rupture; however, the reported stretched shaft and difficulty removing the device from the stent appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.